Manufacturer narrative:
Exact date unknown, event occurred few years ago from the date manufacturer became aware of the event. Explant date: few years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown back surgery. No further information has been obtained.